Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under. #510k130576. The complaint concerns 1 unit of celsite babyport reference 4433742 from batch 37012048. Device history record batch record file number 37012048 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in 05/2023. Summary of investigation no sample/picture of the involved device, no x-ray picture, and no completed information form were returned for investigation. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause. Without the complaint sample for investigation or x-ray pictures, it is not possible to conclude on the root cause of this catheter rupture. Conclusion. Without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident encountered by the customer. It is worth noting that: no other similar complaint was received on this batch. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident with celsite access ports. No actions plan is foreseen at that time.

Event description:
"The patient was admitted to the hospital at 08:55 on (B)(6)2025 with the chief complaint of "confirmed lung adenocarcinoma for more than one year". At the time of admission, the patient was conscious and spirited, and brought a port in the right upper limb. At 10:33 am, subcutaneous fluid extravasation around the port body was found when the venous infusion connection port needle was injected with normal saline, and there was resistance in the bolus injection. The catheter body was judged to be broken. Communication with the patient suggested peripheral venous infusion. After the completion of fluid infusion, the venous port in the right upper limb was removed. At 14:40, local incision was performed under local anesthesia, and complete rupture of the junction between the venous port seat and the catheter was found. Ultrasound exploration showed that the catheter shadow could be detected 3 cm above the original port seat, and the port seat was immediately removed. The professor of endovascular surgery was invited for consultation urgently, and then the patient was admitted to endovascular surgery department. The catheter was successfully removed on (B)(6), and the patient was discharged on (B)(6)."